Event description:
Reference number: (B)(4). Event occurred in japan. It was reported that the patient experienced disconnection issue during rewinding while filling the tube which resulted in hyperglycemia on (B)(6) 2026 and got treated with manual bolus. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.